Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by the drawer controller. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and device not detected on the bus. The customer was able to take medication from another station and there was no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.